Manufacturer narrative:
The t:slim user guide states: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. If you do not clear the warning within the 30-second countdown period, the auto-off alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. Blood glucose (bg) was approximately 500 mg/dl. Ketones were present. Insulin injection was administered to address bg. Customer received an auto off safety alert and alarm. Customer confirmed there was no pump interaction prior to the alarm. A cartridge alarm (alarm 5) was also received. Another cartridge was successfully loaded. Tandem technical support educated the customer on auto-off safety alert/alarm. Cause of cartridge alarm could not be determined.